Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident and was treated with manual injection. Current blood glucose 272 mg/dl. Customer did not have any symptoms for high blood glucose. Customer was not using auto mode feature at the time of event. The basal rates and bolus wizard programming was accurate. They were not using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported insulin pump system was in use within 48 hours of reported high blood glucose event.

Manufacturer narrative:
(B)(4).